Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon put in the trocar and when they examined it they found there was no tip at the end of the trocar. Pulled it out and it wasn't there. Looked in patient and it wasn't there. Doctor stated that the device never had the tip. No tissue damage. No extension of operating room time. Nothing was left inside the patient.

Manufacturer narrative:
(B)(4).